Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On (B)(6)2024, while the patient was working at the hospital, he began to experience nausea and vomiting. The patient assumed his bg level was high, however, once emergency medical service (ems) arrived, the patient¿s bg meter reading was 26-27 mg/dl. There was no report of what the cgm value was at this time. The patient was wearing a tandem insulin pump. The patient was treated with IV glucose (dextrose) and was transferred to the emergency room (ER). The patient still could not stop vomiting and the patient was hospitalized overnight. No further patient or event details were reported. The patient was ¿stable¿ and fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.